Event description:
Customer reported the alarm has no power. Batteries have been replaced with a new supply. No visible damage to the outside of the alarm. The customer did not provide a date when this was discovered. No pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue of no power. Instead, the unit has power but the hold or green leeds do not flash. The "rec" led is the only light that flashes and the lcd display is dim. When weight is removed from the pad, static sounds then unit powers off automatically. Fail safe sounds as it should when a sensor is not attached. No other functional test can be performed since the unit powers off automatically when weight is removed form pad. Note: instructions for use state: to reduce the risk of serious injury of death, always follow these steps after putting the sensor in place and before leaving pt unattended. Do not use any alarm or sensor that does not alarm each time it is tested. Make sure alarm is on and in monitoring mode (led light is flashing green above power button). (B)(4).